Event description:
It was reported that a hair like fiber was found inside the unopened packaging of a arndt endobronchial blocker set. Images were provided confirming the foreign substance. No patient contact has been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: occurred during march 2024 g4 - PMA/510(k) #: k160542 a follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that, on 17apr2024, the pouch in an arndt endobronchial blocker set had a hair inside. The device was never opened or made patient contact. Reviews of the documentation, including the complaint history, device history record, quality control procedures, instructions for use, as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one sealed tray for evaluation. A visual inspection identified a hair like foreign material inside the tray. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported complaint device lot revealed no relevant non-conformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure: how supplied: ¿do not use the product if there is doubt as to whether the product is sterile.¿ evidence gathered upon review of the dmr, DHR and product labeling suggests that the device was manufactured out of specification; however, there is no indication that additional devices were manufactured out of specification. There is no evidence of additional nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause of this event is a quality control deficiency. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.